Event description:
It was reported that the gastrointestinal videoscope's insertion part stiffness was too strong. The issue was found after delivery. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added: d8, h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. We confirmed that the inspection method for this event is described in "chapter 3 section 3.3 inspection of the endoscope" in the operation manual. Olympus will continue to monitor field performance for this device.